Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during a pediatric major aortopulmonary collateral artery (mapca) coil embolization procedure, twenty (20) coils including the complaint coil, a 2mm x 8cm galaxy g3 xsft helical coil (glx120208 / 30464440) were used. The complaint coil was reported to tend to get stuck on the hub. The physician used some force but the complaint coil became damaged when it got tangled with the concomitant microcatheter (boston scientific). There was no report of any patient adverse event or complication. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (30464440) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective /preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a pediatric major aortopulmonary collateral artery (mapca) coil embolization procedure, twenty (20) coils including the complaint coil, a 2mm x 8cm galaxy g3 xsft helical coil (glx120208 / 30464440) were used. The complaint coil was reported to tend to get stuck on the hub. The physician used some force but the complaint coil became damaged when it got tangled with the concomitant microcatheter (boston scientific). There was no report of any patient adverse event or complication.